Manufacturer narrative:
The insulin pump passed a21 test and self test. No unexpected a17 or a21 error alarm noted. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and missing end cap sticker.

Event description:
It was reported the customer had an unexpected restart alarm and a signal too low alarm on their insulin pump. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.